Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation in connection with this incident. Without the actual device, a thorough investigation could not be performed. The lot number was reported as unknown. However, the user facility identified the lot numbers that were in stock as the following: 0061617297, 0061603420, 0061609494, and 0061605826. Review of the discrepancy management system database performed for the reported potential lot numbers did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further reference and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted. Event 2 was reported via 9614279-2018-00146.

Event description:
As reported by the user facility: event 1: the tubing broke which caused the avastin to leak. No injuries reported.